Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 10 days after the sensor had been inserted (no information about the insertion site). On 06/10/2024, the patient was at work, fell and lost consciousness. Before the event occurred, the patient received a notification that he had 25 minutes left to change his sensor before expiration. An ambulance was called, and the paramedics took a bg reading which was 29 mg/dl and the cgm reading was 49 mg/dl. They treated the patient but there was no documentation about the treatment administered as the patient couldn´t remember. A coworker brought him a sandwich and a drink to increase the patient´s bg. The patient declined to provide further information about the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.